Manufacturer narrative:
Upon disassembly for visual inspection there was widespread evidence of non-stryker repair work.

Event description:
It was reported that during a procedure at the user facility, the cordless driver 2 was started smoking. There was no burning smell or flames. The procedure was completed successfully using back-up equipment without a clinically significant delay. No medical intervention and no adverse consequences were reported with this event. It was also reported that during testing conducted at the manufacturer facility, the cordless driver 2 did not have flange nuts. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.